Manufacturer narrative:
The date this event occurred was unclear. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was using an external neurostimulator (ens). It was reported that the patient was on their fourth session and it was worth it. However, their doctor would have trouble getting the needle into the patient¿s ankle due to swelling. The sessions would hurt due to lead placement. Additional information received from the patient indicated that the process of finding the nerve was very painful. After they finally found it, the patient's skin was itchy. It was provided that the following day, the patient got a urinary tract infection. There were no further complications reported as a result of this event.